Event description:
It was reported that a spectrum pump constantly displayed the shut door message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to door not fully latched messages (corresponding to the reported symptom), which were reproduced. The messages were found to be caused by loose link screws. The screws were replaced to correct this condition.